Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab was placed in the cath lab at 12:30 pm. Approximately six hours later the iab ruptured. The md removed the iab and it appeared that some blood was entrapped in the ruptured membrane. The patient did not require another iab insertion. The cath lab manager noted the patient did have some "tortuosity and calcification." There were no reported patient complications.